Event description:
Discordant advia centaur xp troponin I results were obtained on multiple patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). One patient was admitted based on the original false positive troponin I result and underwent an ECG. There were no reports of patient adverse health consequences due to the discordant troponin I results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data it was determined that the cause of the discordant troponin I results were due to the tubing coming loose from the wash manifold fitting. The tubing was reconnected. The instrument is performing within specifications. No further evaluation of the device is required.